Event description:
Customer's mother reported that the customer's pump is not beeping. Suggest changing alert type to vibrate and performed self-test. Pump did not pass. Instructed customer to disconnect and return pump.